Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited long charge times, a charge circuit timeout and a message indicating an inactive charge circuit. It was also reported that the ICD reached end of service (eos) prior to a particular time period due to the charge times. A capacitor formation was attempted which confirmed the charge circuit was inactive. The ICD was explanted and replaced. The patient expressed shortness of breath but no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.